Event description:
During the initial implant procedure, failure to capture was observed on the right atrial (ra) lead. The ra lead was repositioned, however capture was still not possible. The new ra lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.